Event description:
It was reported that bd venflon pro safety 22ga 0.9mm od 25mm l lead to infection. The following information was provided by the initial reporter: they wanted to replace the remaining venflon pro safety to iag. After a careful considerations and thorough examination, they found out that the open system configuration has caused the increase number of bloodstream infections contributing to heightened concerns on patient safety. And the infection control committee of csmc strongly recommends to return the remaining vps and be replaced by iag.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
They wanted to replace the remaining venflon pro safety to iag. After a careful considerations and thorough examination, they found out that the open system configuration has caused the increase number of bloodstream infections contributing to heightened concerns on patient safety. And the infection control committee of csmc strongly recommends to return the remaining vps and be replaced by iag.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event.